Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured". Patient later reported "malformation", "irregularity of the morphology and contour", "irregularity in the shape", and "signs of rupture". Additionally reported was and "cysts" which has been deemed not related to the device. This record is for the left side. The device remains implanted.